Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified as the device was not sent for evaluation. From past similar investigation results, a possible cause of the break may be the following: insufficient cleaning of the device after use left foreign material and/or detergent solution on the arm of the cups. The residue corroded the arm and weakened it. The weakened arm broke off when a force was applied to it during handling. The instruction for use (IFU) states the following guidelines: ·reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was received the customer. No other devices were involved in the event. It was unknown when the device failed during the procedure. The intended procedure was completed. The same device was not used to complete the procedure; however, it was unknown what device was used to complete the procedure. It was unknown if the device was ever serviced by a third-party. It was unknown if the device was inspected prior to use. The device was not available for return as it was being retained by the user facility for risk management purposes.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Per medsun medwatch report number #(B)(4), the customer reported, during a stent removal procedure with a cystoscope, a urology rat tooth grasper 009/grasping forceps broke inside the patient and a piece fell into the bladder of the patient. No patient harm reported.